Event description:
It was reported that the surgeon was winding the plunger forward with an intraocular lens (iol) and during this action the bevel burst and damaged the lens. It was reported as unknown if there was patient contact. No further information available.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. If implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. If explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Initial reporter telephone number:(B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.